Manufacturer narrative:
Section a4: unable to obtain patient weight at this time.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was explanted and replaced. No further information is known at this time.

Event description:
Additional information received indicates the ipg was at normal eol. This device is no longer considered reportable.